Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement less than 200 ohms on the atrial channel. Additionally, there was noise on the atrial and ventricular channel. Reprogramming was performed to bipolar configuration with the same results. A boston scientific technical services consultant documented the reported clinical observations for this patient who is in complete heart block with some escape beats in the 40's. The patient has no av conduction as she developed heart failure due to pregnancy. The consultant discussed options and troubleshooting that could be performed. No adverse patient effects were reported.